Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2012, after use of the product.

Manufacturer narrative:
(B)(4). This is one of three device reports associated with this event.

Event description:
Additional information: the plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one for the same pt involving three separate products; associated MDR #1225714-2014-03894, 1225714-2014-03895 and 1225714-2014-03896.